Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 100 units of insulin. Customer's blood glucose was 83 mg/dl. The customer declined to perform troubleshooting with tandem technical support.